Event description:
Customer reported unspecified blood set had a tear and leakage occurred near pump upper fitment. There was no user or patient harm/exposure. Although requested, no further patient or event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The set was requested to be returned for evaluation. It has not been received. If further information is obtained, a follow up report will be submitted.